Event description:
It was reported that a patient experienced bleeding from a lower abdominal/groin wound while receiving v.a.c therapy. The patient was on dialysis, septic, on anticoagulant therapy, and in the ICU. The patient had an abscess over a groin graft site that was removed prior to initiation of v.a.c. Therapy. Within an hour of being on v.a.c. Therapy, the nurse detected blood leaking from the side of the dressing. She estimated the blood loss at approximately 250cc's.

Manufacturer narrative:
There was no report or implication of device malfunction. The patient received one unit of blood the day after the event. Documentation notes "recovery" as the final outcome. V.a.c. Therapy was restarted on this wound after a few days. Labeling included with the v.a.c. Device and the disposable products contraindicates placement of dressing directly over exposed vessels and specifies to adequately protect all vessels in close proximity of the dressing with overlying fascia, tissue or other protective barriers. Additionally, this patient was critically ill with multiple comorbidities. The vascular graft was infected, further weakening the tissues and structures in the wound bed. No protective layer was used in this wound during v.a.c therapy. The patient was also on heparin, an anticoagulant which increases the chances for bleeding. This event was identified in a recent review of clinical study adverse events.